Event description:
Mobility was reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prothetic restoration. Primary stability and osseointegration was not achieved.

Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported mobility.